Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien xt valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an 18f esheath is 6.5 mm. The patient¿s access vessel mld was reported to measure 6.1 mm with no calcification and mild tortuosity. In this case, it appears that patient factors (access vessel diameter smaller than minimum requirements) likely contributed to the eia injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(6) affiliate, an injury in the right external iliac artery (eia) was found upon removal of the 18 fr esheath. A 16 fr esheath was inserted via the right femoral artery (fa) without resistance. After preparation of a novaflex+ delivery system, a 23 mm sapien xt valve was inserted but it got stuck at the eia level. A different operator attempted to advance the delivery system without success and the delivery system was withdrawn. Following withdrawal of the 16 fr esheath, the right eia was dilated with a balloon and a new 18 fr esheath attempted to be inserted as a larger sheath would be better for insertion of the delivery system, but without success. The distal of the eia was dilated again and the sheath could be inserted at the second attempt. After discussion with the heart team, the removed delivery system was decided to be used as it was. No deformation of the xt valve was observed. After the delivery system with the sapien xt valve was inserted into the 18 fr esheath, resistance was encountered again but the xt valve was advanced and successfully deployed in the aortic annulus. Following withdrawal of the sheath, the fa was evaluated by angiography which revealed blood flow disturbance in the right eia. After repair with a vascular graft placement from the eia through the fa, the blood flow could be confirmed by angiography. The procedure was completed. The access vessel minimum luminal diameter (mld) measured 6.1mm with mild tortuosity and no calcification.